Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator changeout procedure. During the procedure, it was found that the patient's atrial lead failed to be removed from header of the implantable cardioverter defibrillator (ICD). The lead was then cut and the portion of the header that was distal to the atrial lead tip was removed. The lead was then reconnected to the novel ICD with stable measurements. The patient's condition remained stable as well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.